Manufacturer narrative:
Investigation included technical support review and user troubleshooting with device setup verification. Investigation of this case revealed damage to the display that impaired touch functionality, while the replacement unit functioned as expected. It was concluded that the event was due to a damaged screen, and the device function was restored through replacement and user education.

Event description:
It was reported that the ilet device screen became cracked and unresponsive on the lower half, preventing firmware confirmation and device unlocking; a replacement device was shipped, and the user subsequently completed setup with guidance, including infusion set insertion, tubing fill, insulin delivery resumption, dexcom g7 pairing, and body weight entry. Symptoms included no adverse clinical effects and a reported blood glucose of 90 mg/dl. Outcomes included no interruption in therapy after replacement and no medical intervention.